Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that fluoroscopy identified this atrial lead had dislodged. The lead was programmed off and subsequently explanted and replaced with a competitive lead. No additional adverse patient effects were reported.